Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, g, h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature probe was too hot. It was stated that event log was checked and there was alarmed 115 (prolonged warm water exposure). Mss explained that this alarm did not mean the device had an issue but is typically either patient related or related to medications or inadequate pad coverage. Mss explained that after the first 10 mins of treatment the device calculates the warm water exposure anytime the water temperature was 38 c or above. The warm water exposure was calculated over the entire course of treatment and the device alarms as per an algorithm. The diligent skin checks are vital with excessive warm water exposure. Mss showed the user how to enable a manual control to check that the water will cool and heat as programmed.

Event description:
It was reported that the arctic sun device temperature probe was too hot. It was stated that event log was checked and there was alarmed 115 (prolonged warm water exposure). Mss explained that this alarm did not mean the device had an issue but is typically either patient related or related to medications or inadequate pad coverage. Mss explained that after the first 10 mins of treatment, the device calculates the warm water exposure anytime the water temperature was 38 c or above. The warm water exposure was calculated over the entire course of treatment, and the device alarms as per an algorithm. The diligent skin checks are vital with excessive warm water exposure. Mss showed the user how to enable a manual control to check that the water will cool and heat as programmed. Per follow-up information from the ICU nurse on 28jun2021, the pads had been disposed of.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "phone plug mismatch with female connector". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temp probe was too hot. Checked event log and there was alarm 115 (prolonged warm water exposure). Explained that this alarm does not mean the device has an issue but is typically either patient related, meds, or inadequate pad coverage. Explained that after the first 10 mins of treatment the device calculates warm water exposure anytime the wt is 38c or above. Warm water exposure was calculated over the entire course of treatment and the device alarms per an algorithm. Diligent skin checks are vital with excessive warm water exposure. Showed how to enable mc to check that the water will cool and heat as programmed.